Event description:
The customer reported that during a hysterectomy, bleeding was seen at the vessels although an end tone, indicating a completed seal cycle, was heard. The device was reactivated several times in order to completely seal the vessels. The bleeding was minimal. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device was returned and excessive eschar was found in the jaw hinge. The device was evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.